Event description:
Sorin group rec'd a report that the scp displayed an error code during priming. There was no pt involvement as the issue occurred during priming.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert centrifugal pump system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). A sorin group field svc rep was dispatched to investigate. While at the facility the svc rep replaced the cpu board and subsequent testing confirmed that the issue was resolved. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.